Event description:
It was reported the patient's (B)(6) ipg was unable to communicate with external devices and recharging the ipg has become a problem for the last few months. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Correction/removal number: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.